Manufacturer narrative:
The unit passed the rewind, basic occlusion test, prime test, and displacement test. However, the unit was stuck in the motor error loop during bolus and basal delivery. A motor position encoder error alarm was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The unit had a cracked case at the display window corners and a minor scratched lcd window.

Event description:
The customer called in to report a motor error alarm and a motor position encoder error alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 172 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.